Manufacturer narrative:
Additional contact: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable" alarm. The residual volume was 20.7 at a rate of 2.2 and 79.3ml had been administered. The cassette was not removed to resolve the issue and there was no patient injury.